Event description:
The following information was received. The customer is following the reprocessing steps as per IFU. The subject device was not used on any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information to the initial medwatch. The following information was received. The customer is following the reprocessing steps as per IFU. The subject device was not used on any patient. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely IFU recommended reprocessing steps were not performed completely due to leak of the device. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found foreign material was present on the forceps elevator due to insufficient cleaning. The report from the customer was confirmed. Due to a pinhole on the bending section cover, water-tightness was lost. In addition, the nozzle was missing, the adhesive on the bending section cover was detached, the bending section cover was dirty, the connecting tube had buckling, the image guide protector had a cut, switch 1 was dirty, the switch box was dirty, the forceps control lever was dirty, the knobs were dirty, the universal cord had a scratch and discoloration, the control unit was dirty, the bending angle in all directions and play of the knobs did not meet standard value due to wear of angle wire, the plastic distal end cover was dirty, and the adhesive around the light guide lens had wear, and there were scratches on multiple parts of the scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the bending section cover was leaking. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.